Event description:
Caller reported that the t:slim x2 pump battery failed to charge. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump and advised the caller that they would receive a pump with updated software. The caller understood all cts instructions regarding the replacement process, such as allowing the battery to fully deplete before returning the pump and using ups to return the problematic device. The caller was informed about switching to mdi to ensure uninterrupted insulin delivery while awaiting the replacement pump.